Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 375cc mentor smooth round moderate profile saline breast implant and experienced postoperative bilateral local reaction of the breasts. Patient reported random bilateral breast pain and greenish-gray discharge from the nipples, primarily from the right breast. Patient consulted a breast specialist in 2009 and was advised to stop expressing the discharge from the breast and the issue should stop, but patient continued to have issues. Patient had an MRI performed on (B)(6) 2019 but received no diagnosis due to no findings of leaks nor secondary cause of pain. As a result, patient wanted the implants removed. At the time of this report, mentor has received no information regarding an expected explantation date. This medwatch report is for the right-sided implant.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date and expiration date for the suspect medical device has been added per mre. Manufacturer¿s reference number: (B)(4).